Event description:
"Death: the relay pro stent graft was attempted to be implanted using a pull-through technique. However, due to the severe bending of the descending aorta, the descending aortic aneurysm ruptured before the technique could be used, when the delivery system was advanced into the artery. The patient subsequently died. There were no problems with the stent graft itself, and this event would likely have occurred no matter which device had been used. Cause of death: rupture of the descending aortic aneurysm. Physician's comment on causal relationship: the blood vessel was weak, and this event would likely have occurred no matter which device had been used. Operation type: stent graft implantation blood loss: unknown no image available due to hospital policy pre-case plan available upon request no additional information available due to hospital policy (tc#(B)(4). Patient outcome: "the patient died."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-34-154-34u) with final assembly lot# 2409240267, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on (B)(6) 2024. Ncr (B)(4) was opened as the device initial extraction quadruplicate retesting results had an average of 28.0 EU/device respectively, not meeting the max allowed of 20 or less EU/device. This non-conformance is not related to the complaint failure. There were no reworks in relation to the device. Review of the device history records showed no issues were found during the manufacture of the device. A pre-case plan was provided for evaluation. As indicated in the narrative, post-procedure imaging and additional information were not available due to hospital policy. The provided pre-case schema was reviewed. Table 1 identifies the requirements from the relay pro us IFU 2844-8324 rev. E and compares it with the device selected and the patient's anatomy. Table 1. Comparison between sizing requirements in IFU, device selected, and patient anatomy. Component target vessel diameter IFU graft diameter indication graft diameter selected IFU minimum neck length patient's actual neck length comment proximal neck (landing zone) n/a* n/a* 34mm 20mm 50mm proximal neck diameter and length met the graft selection criteria. Distal neck (landing zone) 30.1mm 34mm 34mm 20mm 34mm distal neck diameter was oversized; the length met the graft selection criteria. N/a* - the device was planned to be implanted distally first (this proximal graft diameter was going to land within the aneurysm sac) and then there was proximal device to be used. The sizing evaluation shows that the sizing was appropriate per the IFU guidelines; the access vessels (8.5mm in diameter) bilateral were suitable for advancing the device introducer of 21fr. Review of the pre-case plan schema shows three locations of the descending thoracic aorta with severe tortuosity > 90 degrees which became very challenging for advancement and deployment of the device. The narrative reports the aneurysm ruptured; this might have occurred due to the weakening of the aorta wall and the maneuver during the procedure that can lead to a rupture or tear, causing blood to leak out. Due to the intra-operative emergency, a CT was not performed. With the limited information provided, it is determined that the patient's death was due to intra-operative aneurysm rupture. Based on the physician's comments, this adverse event would likely have occurred no matter which device had been used. In conclusion, a review of the device history records showed no issues with the manufacture of the device. The root cause of the reported failure of intra-operative patient death was aneurysm rupture. Based on the physician's comments, the root cause of the intraoperative aortic rupture was the patient's aortic wall was weak, and advancement of the delivery system resulted in the rupture.

Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA: 2026-0002. All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system (28-n4-34-154-34u) with final assembly lot#: 2409240267, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show the device received the required sterilization dose on october 02, 2024. Ncr 19906 was opened as the device initial extraction quadruplicate retesting results had an average of 28.0 EU/device respectively, not meeting the max allowed of 20 or less EU/device. This non-conformance is not related to the complaint failure. There were no reworks in relation to the device. Review of the device history records showed no issues were found during the manufacture of the device. A pre-case plan was provided for evaluation. As indicated in the narrative, post-procedure imaging and additional information were not available due to hospital policy. The provided pre-case schema was reviewed. Table 1 identifies the requirements from the relay pro us IFU 2844-8324 rev. E and compares it with the device selected and the patient's anatomy. Table 1. Comparison between sizing requirements in IFU, device selected, and patient anatomy. Component target vessel diameter, IFU graft diameter indication, graft diameter selected, IFU minimum neck length, patient's actual neck length, comment proximal neck, (landing zone) n/a, n/a, 34mm, 20mm, 50mm, proximal neck diameter and length met the graft selection criteria. Distal neck, (landing zone) 30.1mm, 34mm, 34mm, 20mm, 34mm, distal neck diameter was oversized; the length met the graft selection criteria. N/a - the device was planned to be implanted distally first (this proximal graft diameter was going to land within the aneurysm sac) and then there was proximal device to be used. The sizing evaluation shows that the sizing was appropriate per the IFU guidelines; the access vessels (8.5mm in diameter) bilateral were suitable for advancing the device introducer of 21fr. Review of the pre-case plan schema shows three locations of the descending thoracic aorta with severe tortuosity > 90 degrees which became very challenging for advancement and deployment of the device. The narrative reports the aneurysm ruptured; this might have occurred due to the weakening of the aorta wall and the maneuver during the procedure that can lead to a rupture or tear, causing blood to leak out. Due to the intra-operative emergency, a CT was not performed. With the limited information provided, it is determined that the patient's death was due to intra-operative aneurysm rupture. Based on the physician's comments, this adverse event would likely have occurred no matter which device had been used. In conclusion, a review of the device history records showed no issues with the manufacture of the device. The root cause of the reported failure of intra-operative patient death was aneurysm rupture. Based on the physician's comments, the root cause of the intraoperative aortic rupture was the patient's aortic wall was weak, and advancement of the delivery system resulted in the rupture.